Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient was burned.

Manufacturer narrative:
Alleged failure: serfa's probe stopped working after a few minutes. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an internal leak due to a broken/damaged bond of the polyimide and suction tubing causing fluid ingress to the pcb which can lead to a short circuit. Heat can result from insufficient suction which can result from inadequate hospital suction, leak, bad connection to hospital suction line, clogging caused by suction path blockage. The manufacture date is not known. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient was burned.